Event description:
The customer was hospitalized for dka. It was indicated that the pump had an alarm. The doctor believes a possible sinus infection as a cause of their admission. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a fixed prime test was completed and the insulin exited. Explained to the customer that the pump is operating as designed and does not need to be replaced. Instructed the customer to change out the set and to take a manual injection as per md protocol. The customer did not change the set to resolve the problem. Later, the customer called back to report an alarm again. The customer changed the set.